Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted cardiac resynchronization therapy defibrillator's (crt-d) setscrew would not tighten. The device was not used. A second crt-d was selected for implant but displayed a battery voltage that was below indication for implant. A third device was then implanted. No patient complications have been reported as a result of this event.